Manufacturer narrative:
Follow-up # 1 indicated that the pump was replaced late in the afternoon of (B)(6)2015 in error. The pump was actually replaced late in the afternoon on (B)(6)2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump on (B)(6) 2018 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a company representative. The patient had magnetic resonance imaging (MRI) a week ago and it recovered well. There were no issues, however a few days later the pump was noticed as alarming. It was reported that the patient noticed an alarming for like a day or two. The event occurred during normal use and the date of the event was indicated as being 2018 (B)(6). A motor stall occurred yesterday (2018 (B)(6)) and the pump was replaced today (2018 (B)(6)). The patient started to feel nauseous and had increased pain a few days ago. The pump administered hydromorphone with concentration 20 mg/ml at a dose rate of 5.3 mg/day. Other medications the patient was receiving at the time of the event was unable to be obtained. The patient¿s weight and medical history were requested but were unavailable due to legal confidential reason. The patient was without injury regarding their status at the time of the report. On 2018 (B)(6) a company representative further reported that the pump was to be returned to the manufacturer.

Manufacturer narrative:
The type of report was updated from previously being a reportable malfunction to now a reportable serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The pump was replaced late in the afternoon of (B)(6) 2015. The issue was resolved. The patient¿s height and weight were unknown. The cause of the motor stall was also requested; however, it was indicated that no further information was available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and spinal stenosis. The pump contained hydromorphone [20 mg/ml] at a dose of 5.435 mg/day, clonidine [0.2 mg/ml] at a dose of 0.054 mg/day, and bupivacaine [2.5 mg/ml] at a dose of 0.6793 mg/day. It was reported an active motor stall was seen at initial interrogation. The patient did not recently have an MRI. Reported symptoms included the patient was ¿going downhill¿. The representative would follow-up with the patient and physician. The motor stall started on (B)(6) 2018, and the symptoms started the next day. No further patient complications were reported.